Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the front enclosure damaged and the battery lock bent. Review of the archive data found multiple user advisory (ua) 45 (not at "home" position after power-on/restart) error messages occurring on 09/12/2016. Functional testing could not be performed, since the ua 45 error message appeared when the platform was powered on. Further investigation also found a sticky clutch plate. To resolve the primary complaint, the shaft was rotated back to the home position and the device was functionally tested. During testing the device was evaluated with a test for approximately 10 minutes. No faults were found. In summary, the customer's reported complaint was confirmed. The autopulse platform is a reusable device and was manufactured in 2008. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The sticky clutch plate, front enclosure, ant teh battery lock were replaced and the power distribution board was updated. The platform passed all final testing criteria.

Event description:
During a shift check after a new lifeband was attached, it was reported that the autopulse platform (sn: (B)(4) displayed a user advisory 45 (not at "home" position after power-on/restart) error message. In attempts to clear the error message, the reporter pulled up on the lifeband; however, the issue continued. There was no patient involvement reported.